Event description:
Boston scientific received information that during a routine device upgrade procedure, review of stored electrograms (egm) revealed that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise. The noise was oversensed resulting in greater than two seconds of pacing inhibition. Attempts to recreate the noise were unsuccessful. All lead measurements were noted to be within normal limits. The pace/sense portion of the rv lead was surgically abandoned and a new pace/sense lead was implanted. Subsequently, this lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 130 millimeters (mm) from the terminal pin, the proximal only segment was returned. Visual observation noted the presence of set screw marks on the lead terminal pins and terminal rings. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory anlaysis did not confirm the reported clinical observations. The damage to the lead was concluded to be consistent with induced damage related to the explant procedure.